Event description:
During prep, the ivus catheter would not flush. The catheter was removed and replaced with no harm to the patient. Manufacturer response for intravascular ultrasound catheter, opticross coronary imaging catheter (per site reporter).